Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, two balloon loss of pressure events were reported to have occurred in the same patient which suggests that the patient anatomy (such as the presence of clinically significant peripheral vascular disease) and/or other procedural devices (such as a damaged procedural sheath) may have contacted the balloon, potentially contributing to a tear in both balloons. The review of the lhr (f1508902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported by the company representative: two mynxgrip vascular closure devices were used on the same patient and both balloons popped. The balloon ruptured during pull back after engaging the procedural sheath. The vessel size was 8 mm and looked clean. We had a wire placed so they were able to get good closure with another manufacturer's device. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention. Peripheral vessel size: greater than 7mm. Sheath size: 6f stick. Location: medium vessel type: arterial.